Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was located in the proximal circumflex with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.5 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. 172 days post index procedure, the patient experienced a cardiac arrest and died. No further information is available.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was treated with aspiration thrombectomy followed by pre-dilatation with a 3.0 x 10 mm cutting balloon prior to implanting the 3.5 x 16 mm taxus liberte stent. At the time of the event, the patient woke up not feeling well. Soon after, the patient lost consciousness and fell resulting in profuse bleeding in her mouth. In the field, ems placed an endotracheal tube and did prolonged CPR. Upon arrival to the emergency room, the patient was found to be in third-degree atrioventricular block and a transvenous pacemaker was placed. The patient was in ventilator-dependent respiratory failure and was having encephalopathic myoclonic seizures, likely from hypoxic brain injury. She was transferred to the intensive care unit and died 2 days later.

Manufacturer narrative:
Describe event relevant tests and other relevant tests updated. (B)(4).

Manufacturer narrative:
Other relevant history corrected to the patient's qualifying condition stable angina (ccs class 4) not class 1 as previously stated. Event date corrected from (B)(6) 2011. (B)(4).

Event description:
It was further reported the cause of death according to the death certificate was cardiac arrest.

Manufacturer narrative:
Patient identifier: (B)(6). Corrections: patient sex corrected from m to f. Complaint address corrected from (B)(6) to (B)(6). (B)(4).

Event description:
It was further reported that the patient was at home and collapsed in front of husband. Husband performed CPR and the patient was taken to hospital via ems. The patient expired as a result of cardiac arrest.